Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter - central venous catheter kit for hemodialysis. After the catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The user noticed the insufficient flow at the first use after catheterization. The current use did not allow for positive and negative flow. The catheter flow difference and the catheter adjustment situation were reflected in the disease history and dialysis records. The dr chest radiograph catheter depth was at the level of the 9th vertebral body at the end of the catheter. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. The reverse flow rate of 180-200ml/min was hardly usable. This was not the infusion line. Nothing unusual was observed on the device prior to use and no other damage was found on the product. There was no problem with the luer adapter, there was no leak, and the catheter was not repaired. Tego was not used and the insertion site was not treated prior to product placement. Flushing was performed and the line was not difficult to flush with the syringe and the catheter was intact as a result. There was no blood return prior to syringe flushing. No other products were utilized with the device and no excessive force was used. No cleaning agent was used on the device. Heparin was used for anticoagulation. There was no blood loss and no blood transfusion was performed. There was no reported patient injury.

Manufacturer narrative:
Additional information: h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter - central venous catheter kit for hemodialysis. After the catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The user noticed the insufficient flow at the first use after catheterization. The current use did not allow for positive and negative flow. The catheter flow difference and the catheter adjustment situation were reflected in the disease history and dialysis records. The dr chest radiograph catheter depth was at the level of the 9th vertebral body at the end of the catheter. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. The reverse flow rate of 180-200ml/min was hardly usable. This was not the infusion line. Nothing unusual was observed on the device prior to use and no other damage was found on the product. There was no problem with the luer adapter, there was no leak, and the catheter was not repaired, and was extubated. Tego was not used and the insertion site was not treated prior to product placement. Flushing was performed and the line was not difficult to flush with the syringe and the catheter was intact as a result. There was no blood return prior to syringe flushing. No other products were utilized with the device and no excessive force was used. No cleaning agent was used on the device. Heparin was used for anticoagulation. There was no blood loss and no blood transfusion was performed. There was no reported patient injury.

Manufacturer narrative:
G2 (other - hospital equipment department). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.